Manufacturer narrative:
Samples are available that have not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested, but was confirmed to be unavailable. (B)(4).

Event description:
A nurse reported that multiple knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Manufacturing received 236 opened safety knives in bags for the report of multiple bunt knives. The returned samples were visually inspected and 232 samples were found to be conforming while 4 samples were found to be nonconforming with damaged cutting edges. A sample plan of 32 of the returned knife samples were functionally tested and 31 samples were found to be conforming while 1 was found to be nonconforming. The 4 samples that were visually nonconforming were not tested for penetration due to the damage on the returned samples. Customer photos were attached to the parent complaint. Photo number 1 is of two boxes with multiple bags of safety knives. Photo number 2 is a close up of a bag of safety knives and each knife is in a tray. No information about the reported issue could be obtained from the photos. A review of the device history record related to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are five additional complaints associated with the possible lots for the reported issue. From the samples returned, 232 samples were found to be visually conforming and 31 of those knives were tested functionally and found to be conforming. However, of the 4 samples visually nonconforming and 1 sample functionally nonconforming, the exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened samples is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).